Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the capsule was damaged during phacoemulsification. A different model was implanted. Patient outcome is reported as "unknown."

Manufacturer narrative:
The device has not been returned for evaluation. There have been no other complaints reported in the lot number. Additional information was requested 12/17/2007 by mail and fax. A questionnaire was returned 01/07/2008. This report was mailed to FDA on: 01/11/2008.